Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 1 to resolve the reported issue. The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support with the customer on the call to report an instrument engagement issue along with a system message pointing to the drape. The technical support engineer (tse) was able to confirm the customer's symptom through a review of the system logs which identified error 282. The error pointed to an issue with the instrument sensor on universal surgical manipulator (usm) 1. It was also observed that the same behavior had occurred one day prior to the call. Troubleshooting steps performed included drape replacement, sterile adapter reseat, testing of two different instruments, and performing both hard and soft resets. However, the issue persisted, and as a workaround, another patient side cart (psc) that was not in use was connected in place of the affected psc. The procedure was converted to another da vinci system with no reported injury.